Manufacturer narrative:
Upon further review, bd has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient used the drain bag would not open therefore the urine could not be drained. Per additional information received from liberator on 09jan2023, one of the drain bags they received was glued to another one or to itself hence they could not use it. It was mentioned as an out of box failure.

Event description:
It was reported that the patient used the drain bag would not open therefore the urine could not be drained. Per additional information received from liberator on (B)(6)2023, one of the drain bags they received was glued to another one or to itself hence they could not use it. It was mentioned as an out of box failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.